Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). The 38x2.75mm taxus liberte stent delivery system (sds) was advanced through an al1 mach 1 guide catheter to the rca and would not cross the lesion. When the physician went to withdraw the sds the stent got caught on the guide catheter. The sds was removed and stent damage was noted. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Returned product consisted of a taxus liberte stent delivery system (sds) and stent with no original packaging or other devices. There was a blood like substance in the wire lumen and contrast on the stent. The balloon was tightly folded. The proximal end of the stent was 2 mm distal to the proximal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were lifted and flared struts in the middle of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). The 38x2.75mm taxus liberte stent delivery system (sds) was advanced through an al1 mach 1 guide catheter to the rca and would not cross the lesion. When the physician went to withdraw the sds the stent got caught on the guide catheter. The sds was removed and stent damage was noted. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). The 38x2.75mm taxus liberte stent delivery system (sds) was advanced through an al1 mach 1 guide catheter to the rca and would not cross the lesion. When the physician went to withdraw the sds the stent got caught on the guide catheter. The sds was removed and stent damage was noted. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).